Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/20/2016 that the patient experienced an adverse event on (B)(6) 2015. Patient had to go to the hospital due to a bad foot infection caused by a previous surgery. There was no alleged device malfunction. No further event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause was not determined.